Event description:
The implant center has been monitoring the pt's performance for several months. When the pt was seen at the implant center for device eval in 2000, testing confirmed that pt's device was no longer functioning. Revision surgery took place in 2000 and the pt was reimplanted with another clarion device.